Event description:
No sample or picture is available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause is related to the operator not performing the joining operation correctly, specifically failing to apply solvent to the tubing, resulting in inadequate bonding. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. No adverse trend was observed in the last product review meeting performed before this complaint was received. A red-light indicator was installed at all the bonding stations to ensure proper timing process is followed. Implementation was completed on (B)(6) 2025. Qa pull test sampling for tube detachment across all assembly connections was implemented at final physical quality testing to verify bonding integrity and prevent recurrence. Implementation was completed on (B)(6) 2025;.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: "tubing set was leaking but unsure from what portion. Rn disconnected tubing set from IV and flushed IV. No leaking occurred from IV site. New tubing set obtained and there has been no leaking from the new set. Patient harm: no. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.